Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report. .

Event description:
Patient called lfs and alleged that his meter was in the incorrect unit of measure. The patient stated that he had not made any changes to the unit of measure. The patient stated that a medical professional treated him. Treatment is unknown. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A replacement meter is being sent. Medical affairs attempted unsuccessfully to reach the patient by phone for more clinical information. A letter is being sent as a second attempt.